Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, ECG stress testing via leads and pads, and defib cycling without duplicating the report. The multifunction cable (mfc) receptacle was replaced to reduce probability of recurrence. A replacement mfc was sent with the device, along with instructions to discard the mfc used during the reported incident. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" and "ECG disabled" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.